Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown automatically. The product was evaluated. An exterior visual inspection was performed and passed. Charge test was performed and passed. Receiver boot test was performed and passed. Nordic bluetooth pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. No injury or medical intervention was reported.